Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9078783. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-04. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield error occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "with the 21g x 1 1/4 needle of the syringe/needles we've had several (3) I know of, safety cover caps to fall off." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that safety shield error occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "with the 21g x 1 1/4 needle of the syringe/needles we've had several (3) I know of, safety cover caps to fall off." 3 occurrences were reported.